Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that perforation was revealed. The lead was explanted and replaced. No adverse evens were reported post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shock was delivered due to low r-wave and myopotential oversensing. No abnormalities were noted under x-ray. Possible cause of r-wave change is biochemistry. The patient will be monitored.